Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply stopped delivering energy to the vasoview hemopro. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the power supply. There was a possible rattling noise inside when shaken. The cord was not received. A pre-cautery test was performed on the device with a reference power supply cord, hemopro tool, and extension cable. The device did not pass the pre-cautery test; the green indicators lights did not turn on, and the device did not produce energy or steam. Based upon the functional test, the reported failure, "no power" was confirmed. (B)(4).